Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen timed out too soon and was intermittently delayed or unresponsive. It was also reported that air bubbles were noted in the cartridge and infusion tubing and the customer experienced difficulty removing the air bubbles. The customer also reported an issue with the pump subtracting the insulin on board from the carbohydrate dose when a bolus delivery. Reportedly, this has led to several episodes of hypoglycemia as low as 30 (mg/dl). The customer loss consciousness and fell injuring their foot. The paramedics were called and glucagon was administered to treat hypoglycemia. The customer reported an elevated blood glucose (bg) level of 578 (mg/dl) due to air bubbles event. Manual injections were delivered to address bg levels.